Event description:
From staff: fluent tubing for myosure device was not working. Myosure machine was malfunctioning in that suction function was not working. Rn sought help from (B)(6) charge who called rep for machine, advised changing tubing and keeping malfunctioning tubing for further investigation. Tubing suction not working, did not evacuate cavity while scope procedure was being done. Procedure was completed after new tubing was attached. Ref number for tubing flt-112s, lot 25g02ra exp date 7/1/28.